Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the sealing units were broken during surgery. Valves detached and dropped into the patients' bodies; however, the fragments were all collected. This happened at the beginning to the middle of the cases, which were noted as "upper" laparoscopic procedures. An additional medical intervention was necessary. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 400570086 (9610612-2022-00316) - ek002su and 400570087 (9610612-2022-00317) - ek002su.

Event description:
Update: the adverse event is filed under aag reference 100031533 (400570085). Associated medwatch-reports: 400570085 (9610612-2022-00315) - ek002su. 400570086 (9610612-2022-00316) - ek002su. 400570087 (9610612-2022-00317) - ek002su.

Manufacturer narrative:
Investigation results: for the investigation, we received original packed products from the customers. The root cause analysis was performed as part of product safety case (psc) 2022-082. In summary, the cause is a combination of defective parts. First, the ek002250s are not fluorinated to specification, and second, the ek002252s are not dimensionally accurate or true to shape. If the ek002250s are fluorinated correctly, small micro lines can be found on the surface. If fluorination is not correct, these lines are not visible. These failures can lead to high friction between the inserted dilator or instrument and cause the internal parts (ek002250 and ek002252) to jam and detach. Batch history review: manufacturing-related defects were found that were not detected by the tests during the manufacturing process. The tests will be reviewed and adjusted accordingly. There are 3 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable; probability was 2-3(5) and severity was 3(5). Conclusion and measures / preventive measures: based upon the investigation results, the root cause is most probably manufacturing- related. Corrective actions will be documented in the psc. The supplier will revise the fluorination process, a 100% haptic test will be implemented after fluorination. In the medium term, the parts will be separated after fluorination. Furthermore, the tool for ek002252 will be replaced.